Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Postal code = (B)(6). An abbott field service representative (fsr) was on-site doing a repair and reporting a pop noise and smoke emerging from the scm on an alinity ci processing module, sn (B)(4). No fire was observed, and no injury occurred. During troubleshooting, the fsr observed dust and surmised the dust caused the power supply to short circuit as dust was on and around the vents. The fsr replaced the scm main power supply, part number a-30103382-01, which resolved the issue. The analyzer was returned to normal operation. There have been no further occurrences of smoke after the main power supply was replaced by the fsr. A review found the 2021 ul certification memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burning odor and smoke observed was limited to scm main power supply, part number a-30103382-01; the burning odor and smoke did not spread to other parts of the module. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The field service engineer (fse) observed a small amount of smoke while cleaning dust from an alinity ci analyzer. The fse was onsite for repair of a related analyzer when while cleaning dust from the ia module a pop noise was heard, a small amount of smoke was seen, and a burning smell was coming from the scm. There was no impact to patient management, user safety, or facility damage reported. No injuries occurred.